Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain and a lot of myofascial spasms in the back. The patient was prescribed with medications and reported it has been very beneficial.

Event description:
It was reported that the patient was experiencing pain and a lot of myofascial spasms in the back. The patient was prescribed with medications and reported it has been very beneficial. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.